Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Tandem technical support (cts) confirmed that the previously used cartridge was missing the o-ring. Reportedly, customer re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. No additional information was provided. Customer declined further troubleshooting.

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.